Manufacturer narrative:
The fiber cable replaced to resolve the issue was scrapped in the field and hence will not be returned to intuitive surgical, inc. (Isi) for device evaluation. If additional information is received, a follow up MDR report will be submitted. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that at the start of a da vinci-assisted surgical procedure, the customer experienced repeated system errors and couldn't recover from the errors. The message displayed was ¿disable cart drive and gantry or power cycle to continue.¿ the intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to power cycle the system but there was no change. The tse determined that the errors indicated a failure between acp4 and acp5. At that time, the surgeon made the decision to convert to a laparoscopic procedure post anesthesia and port placement. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the customer reported failure. To resolve the issue, the fse replaced a fiber cable to resolve the issue.